Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer disconnected/stopped insulin intentionally, went to (B)(6), and reconnected to the pump. Customer requested confirmation from tandem technical support that basal delivery was performing as intended as blood glucose (bg) level was elevated (500 mg/dl). Tandem technical support confirmed with customer that basal was delivering successfully. Customer declined any further assistance stating that bg level typically runs high the day of a scheduled site change.